Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the patient reported to have had pain and upon returning to the operating room it was noticed that one of the clips were not holding securely. The surgeon performed an ercp and after the third attempt, was able to secure the area. The clip did not fall inside or into the surgical cavity. The patient is recovering. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.